Manufacturer narrative:
(H3) the patient involved was reportedly revised due to an unknown reason. The length of implantation is unknown and the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors specified in an hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The following sections have corrected information: (h6) health effect clinical code, medical device problem code.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this patient was revised. Reason for the revision is unknown. No further information at this time.